Manufacturer narrative:
As reported, the patient experienced small intestine bacterial and fungal overgrowth (sibo/sifo) and abdominal distension post implant of ventralex mesh. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Postoperative infection is a known inherent risk of surgery. The warnings section of the instructions-for-use, supplied with the device states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Note, the date of event is considered to be a best estimate as 16-sep-2024 based on the date of awareness. Addendum: h11: this supplemental MDR is submitted to correct the event description, product identifiers and (PMA / 510(k)). A definitive cause of the post-op complications cannot be determined. As reported, patient experienced infection and abdominal distention post implant of the ventralex st mesh. Postoperative infection is a known inherent risk of surgery. The warnings section of the instructions-for-use, supplied with the device states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot 0f (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent umbilical hernia repair procedure with the implant of ventralex mesh on (B)(6) 2024. It was reported that post implant, patient experienced small intestine bacterial and fungal overgrowth (sibo/sifo), bloating, excessive abdominal distension, flatulence and pain. Addendum per additional information provided: as reported, post ventralex st mesh implant the patient experienced adverse symptoms including sibo/sifo (bacterial and fungal overgrowth in the small intestine) bloating, and excessive abdominal distension. Results of a CT scan and colonoscopy were reported as "clear". Patient current condition showed bloating, abdominal distension (especially in the hour following a meal), constant abdominal discomfort, alternating constipation/liquid stools, spasmodic abdominal pain, dizziness, severe flatulence, numerous food intolerances, major impact on my quality of social life. I ended up following a fodmaps-free, almost residue-free diet to avoid the worst consequences, which prevented me from leaving the house. What's more, my abdominal muscles remained very weak despite physiotherapy sessions.

Event description:
As reported, patient underwent umbilical hernia repair procedure with the implant of ventralex mesh on (B)(6) 2024. It was reported that post implant, patient experienced small intestine bacterial and fungal overgrowth (sibo/sifo), bloating, excessive abdominal distension, flatulence and pain.

Manufacturer narrative:
As reported, the patient experienced small intestine bacterial and fungal overgrowth (sibo/sifo) and abdominal distension post implant of ventralex mesh. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Postoperative infection is a known inherent risk of surgery. The warnings section of the instructions-for-use, supplied with the device states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Note, the date of event is considered to be a best estimate as 16-sep-2024 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.